Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to premature battery depletion (pbd). A new device was implanted successfully. The explanted device is explanted to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker device was surgically explanted due to premature battery depletion (pbd). A new device was implanted successfully. The explanted device is explanted to be returned. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned and analysis completed.